Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was suspected infection at the ipg site. The patient was treated with antibiotics for several weeks and surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.